Event description:
It was reported that a patient was admitted to the emergency department 3 days after implantable pulse generator (ipg) device implant with vomiting. She was lucid at admission, but became unresponsive. The ipg was then reprogrammed. The right ventricular (rv) lead was reported as having high thresholds and was unable to capture. Information identified in the manufacture¿s data base/paperwork indicated the patient died approximately 2 weeks post implant of the device system. Per the funeral home, the cause of death was listed per the death certificate as congestive heart failure, cardiac conduction disorder and atherosclerotic cardiovascular disease . Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore, being submitted as a 30-day report. Concomitant medical products: 5076-52 implantable pacing lead: implanted: (B)(6) 2013. (B)(4).